Event description:
Related manufacturer reference number: 2017865-2023-94299. It was reported that the patient's implantable cardioverter defibrillator and right ventricular leads were explanted and replaced due to twiddler's syndrome leading to migration/dislodgement. The twiddlers syndrome was confirmed via diagnostic imaging. The patient condition was stable throughout procedure.